Manufacturer narrative:
Philips service replaced the power supply x00001b, hybrid extension box, geo io box, and spp power supply, and advised monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the frontal stand intermittently failed to boot up on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.